Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 4208000000 (B)(4).

Event description:
It was reported that a blade was broken. No further info has been provided.